Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead appeared to be pulled back. This was observed during a procedure to reposition the atrial lead. This lead was also repositioned. No adverse patient effects were reported.